Manufacturer narrative:
Lot information, photos and videos were requested but never received. Two follow ups by email were sent on march 27, 2024 and april 8, 2024 requesting further information after the phone calls that occurred on april 1, 2024 and march 27, 2024. Without lot information, pictures, or returned product, further investigation is unable to be performed. It is unclear whether the complainant was using the bed correctly. The user manual instructs to discontinue use of the cubby bed and contact cubby bed if anything is damaged or missing on pages 15 and 22. There was no report of injury as a result of the event.

Event description:
Per the complainant on (B)(6) 2024, the child had torn both safety sheets and was eloping the last two nights. The first sheet was torn a long time ago per the complainant. The complainant received replacements and called back on (B)(6) 2024, stating they received a set that had the zipper broke and child is eloping the last five nights. The complainant stated the "zipper popped off" another replacement sheet set was sent. There was no report of injury as a result of the event.